Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 20 intermittently occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump shut down unexpectedly. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.